Event description:
Caller reported air bubbles and gaps in the system at the infusion set site, observed during pumping and not during the load sequence. There was no adverse impact on the customer¿s blood glucose level. The caller resolved the issue by changing the infusion set and tubing and then resumed insulin use, and the issue was not currently experienced.